Event description:
It was reported that the purewick urine collection system would not suction up any liquid and they have already talked pure wick, tried to fix that and they had followed the guide and nothing was working to fix the purewick.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.